Manufacturer narrative:
Determination of root cause: assessment: the territory manager provided phone support to the facility and determined the laser was performing within specification per the log file review and the decentration was not caused by the laser. The surgeon stated he was concerned that the eyetracker might be shifting from morning calibration and had noticed some treatments were decentered by about a millimeter. The surgeon stated that on some high hyperopic pts, the aiming beam ends up superior. The tm and the surgeon agreed that this could be caused by the parallax effect. The tm instructed the surgeon to turn on the aiming beam on the eyetracker test pattern and make sure that it was centered, which it was. The tm also had the surgeon perform another eyetracker test towards the end of the day to assess any eyetracker drift. The surgeon confirmed that the drift was a very small amount, about 100-150 microns which is within system tolerance. The surgeon and the tm agreed that such a drift is probably too minor to cause the amount of decentration that the surgeon had observed. The surgeon agreed to closely monitor the centering of the aiming beam just before treatment. The surgeon was satisfied with the tm's help and did not wish for an on site visit. A review of the complaint database for the 12 months prior to receipt of this complaint revealed no other complaints of decentration for this laser system. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because the surgeon declined to provide pt specific info and determined there was no harm or injury to the pt. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)

Event description:
Possible decentration. Malfunction: 1 mm tracker drift. A surgeon reported the laser system may have contributed to decentered treatments. The surgeon does not feel that there was any harm or significant loss of vision to be reported.